Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The distributor (smith & nephew) did not provide greatbatch with any additional information on the condition of the complaint sample. No further investigation required.

Event description:
It was reported during an unknown patient procedure that the welds broke during impaction of r3 shell into acetabulum. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.